Event description:
It was reported that patient presented with a implantable cardiac monitor that exhibited post-sensed t-wave over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.